Event description:
A customer reported to beckman coulter, inc. (Bec) that approximately 1 ml of diluted blood leaked from the manual probe of the coulter hmx hematology analyzer. The customer indicated that the instrument had been generating r-flags* on control results. The customer was wearing a lab coat, gloves, and face protection at the time of the occurrence. There was no injury or exposure, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. No patient results were affected by the leak. Bec field service engineer (fse) observed the leak was coming from probe wipe. The probe wipe was catching on the plate behind the bsv (blood sampling valve) and was not returning completely. The fse tightened the plate so that the probe wipe was not obstructed, resolving the leak issue. However, the fse stated that he did not observe and could not duplicate r-flags issue. Service activity performed was verified per established procedures, and the results met published specifications. (B)(4).

Manufacturer narrative:
(B)(4).